Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was programmed off. The physician had knowingly implanted two left ventricular leads and this one was plugged in the atrial port of the device. The patient would be monitored. No patient symptoms were reported.